Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bracket bent was confirmed. The customer¿s allegation of no image was not confirmed. Additionally, device evaluation found coupler did not rotate smoothly due to damage on coupler unit, water tightness is lost due to poor water-tightness of cable unit, damage on rear cover, and cable was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head was inspected before use and during inspection bracket bent, and no image was observed. The issue was found during preparation for use. There were no reports of patient harm or involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is likely that image was not displayed due to communication failure caused by temporary flooding from cutting on cable coating. The phenomenon may have been prevented by following the contents of the instruction manual for flooding which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.